Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative (rep) reported a pocket fill was confirmed. The patient was sent to the emergency department for possible overdose and was released. The event was resolved and the patient had their pump refill on wednesday (B)(6) 2021). The patient's weight was unknown and the physician was aware of the issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (20 mg/ml at 2 mg/day) via an implantable pump for unknown indications for use. It was reported on (B)(6) 2021, the patient came in for a refill and they expected 3.8 ml and pulled out 3.8 ml. The hcp then filled the pump with 20 ml of dilaudid and shortly after the fill the patient had a "rash near the pump site, shortness of breath, and started having palpitations. The hcp then gave the patient benadryl and sent the patient to the emergency room (ER) where the patient appeared somnolent for 1.5 days." The patient was now in clinic today ( (B)(6) 2021) and they expected 18 ml to come out of the reservoir and they did not pull anything out of the pump reservoir; it was empty. The rep stated that the pump logs showed no abnormalities. The rep was certain this was a pocket fill and was inquiring if they would prime in this scenario. It was discussed you would not prime because drug is still in the internal pump tubing and catheter. It was stated the hcp plans to cut the patient's dose in half and only fill the pump with 5 cc in case they were to do another pocket fill , then it would be a lesser amount. They plan to bring the patient back in a couple days to fill the pump to 20 cc.  The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.